Manufacturer narrative:
The customer confirmed qc was not performed on the date of sample measurement. The customer does not use commercial qc. The customer has used positive patient samples for qc material. The patient's sample was requested for investigation, but the patient's sample was not available. Based on the available information, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration data was ok. The customer's qc data from the date of testing was requested but not provided. It is unknown whether the customer followed instructions for the preparation of qc or whether qc was run prior to testing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for one patient tested on a cobas e411 disk serial number (B)(4). Whether the patient had pcr testing performed, is unknown. The information was requested but not provided. The questionable elecsys results were not reported outside the laboratory. The customer sent the patient¿s sample to another laboratory for additional testing. The manufacturer of the other methodologies were not provided. On (B)(6) 2020, the patient¿s elecsys anti-sars-cov-2 result was 3.82 coi reactive. On (B)(6) 2020, the patient¿s elisa igg antibody result was less than 0.15 non-reactive. The patient¿s clia igm antibody result was 0.6 non-reactive. On (B)(6) 2020, the patient¿s elecsys anti-sars-cov-2 result was 3.91 coi reactive. The patient¿s iga antibody result was 0.46 non-reactive.

Manufacturer narrative:
The customer confirmed no pcr testing was previously performed on the patient. After the initial elecsys result on (B)(6) 2020, the customer did not send the same patient's sample to another laboratory for additional testing. The additional testing performed at the other laboratory was with a newly drawn patient sample.